Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The air/water supply was poor. There was some foreign material in the nozzle which was residue. The foreign material was removed. The air/water channel tube was smooth again. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, air/water could not pass smoothly on the evis lucera elite gastrointestinal videoscope due to foreign materials exiting the nozzle. The issue was found at reprocessing. The intended diagnostic gastroscopy procedure was completed with a similar device with no surgical delay. The scope was used with the evis lucera elite video system center. No patient harm reported. The water supply status of the nozzle was checked during the pre-use inspection. There was no abnormality in the usage check before the clogging was found. The nozzle clogging was found in the case. The mh-946 injection tube was used for manual cleaning in the hospital. There were no scratches on the mounting part of the mh-946. The facility was using an olympus automatic endoscope reprocessor (aer). The last time the nozzle was replaced was august 2021.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation of foreign material exiting the nozzle and causing the air/water to be unable to pass smoothly through, the root cause could not be identified; however, it was most likely caused by an adhered substance of the drug used because the reprocessing after the previous case was inappropriate. According to the inspection result of the equipment, the air supply / water supply nozzle is clogged with residue. The event can be detected/prevented by following the instructions for use which state: 1) "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." 2) "inspection of the air-feeding function and inspection of the objective lens cleaning function." 3) "flush the air/water channel with water and air: caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure by flushing detergent solution into the air/water channel." 4) "presoaking the endoscope if there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before anually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces. Follow the procedure described below." Olympus will continue to monitor field performance for this device.